Manufacturer narrative:
Additional information: two photographs of the device were received for evaluation. The investigator observed a spike connected to an IV bag, with the tube separated from it. The second photograph showed the open pouch of the affected device. No testing or thorough inspection could be performed because no actual device was returned for investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root causes were identified as follows: the operator did not apply solvent in the bonding between the spike and the tube. The solvent pots did not show a solvent level.

Event description:
Information was received indicating that during infusion the tubing separated from the cadd administration port spike. There was no injury to the patient.